Event description:
A healthcare facility in the united kingdom reported that the 043041002 iw900 power pcb assembly as part of the iw900 infant warmer series, had a faulty power pcb. There was no reported patient involvement. F&p has requested for further information regarding the reported event.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject 043041002 iw900 power pcb assembly as part of the iw920 mobile infant warmer was received at fisher & paykel healthcare (f&p) regional office in the united kingdom, where it was visually inspected by a trained f&p service technician. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: performance testing of the 043041002 iw900 power pcb assembly could not replicate the reported malfunction and the device was working as intended. Conclusion: we are unable to determine the cause of the reported fault as there was no fault found with the returned device. The user manual for the iw920 infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A healthcare facility in the united kingdom reported that the 043041002 iw900 power pcb assembly as part of the iw920 mobile infant warmer, had a faulty power pcb. There was no reported patient involvement. F&p has requested for further information regarding the reported event.